Manufacturer narrative:
Section h4 device manufacturing date has been updated based on the extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.

Event description:
A customer reported the adc freestyle libre sensor fell off less than a day of wear. The customer consequently almost lost consciousness and experienced a symptom of seizure. The customer self-treated with glucagon and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor fell off less than a day of wear. The customer consequently almost lost consciousness and experienced a symptom of seizure. The customer self-treated with glucagon and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.